Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation the reader was observed to be too hot to hold while charging. It is unknown at this time if the charging cable and adapter in use was the charging cable and adapter supplied by adc for the libre device. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Customer reported reader was not doing anything and observed to be too hot to hold. The returned reader was further investigated and de-cased. Visual inspection has been performed and no signs of damage or corrosion were observed. An extended investigation has been performed. Visual inspection was performed on the de-cased reader using microscope. Burn marks were observed on the pcba near component u13, and on component u13. The returned reader was connected to a computer via usb cable. The reader was not detected by software. The usb data lines were being shorted to ground. The reader was detected by software after the dn3 chip was removed and the usage data was extracted. The usage log states that the device was paired with few sensors and a lot of sensor scans were performed. Therefore, this was not an out of box issue. Visual inspection was performed on the returned usb charging cable and no signs of damage or corrosion were observed. The usb charging cable was tested using a cable tester and no opens or shorts were observed. The cable passed the test. Visual inspection was performed on the returned power adapter and no signs of damage or corrosion were observed a load tester was used to test the returned power adaptor and observed voltage to be within specification. Power adapter passed the test. Bench testing was performed on the reader. The reader was not able to power on using the button depression, test strip insertion, or usb cable insertion. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the rest of testing. The reader was unable to powered on. The reader was monitored under a thermal camera during operation and and hot spots were observed on u3, u13,u5 and cpu(central processing unit). The u13 chip was removed from the pcba. Both pin pads were shorted together where the u13 chip was removed. The hot spots were still present and a voltage was measured on the pa9_vbus line. The voltage on the pa9_vbus line indicates that there is damage on the pa9 pin of the cpu. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. The reader was not responding and overheating was observed . Interrogation of the device revealed that the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components, overheating, and hot spots. Therefore, the issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation the reader was observed to be too hot to hold while charging. It is unknown at this time if the charging cable and adapter in use was the charging cable and adapter supplied by adc for the libre device. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.